Event description:
As reported, retroperitoneal (rp) bleed approx 10 hrs after device deployment. Surgical cut down and repair. Physician reported that the rp bleed was not thought to be device related.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound guidance and micropuncture were utilized to gain access; however, access positioning could not be confirmed. Arteriotomy was 6mm, with a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Activated clotting time prior to closure was 266; protamine was administered during deployment. Following deployment, hemostasis was immediate. Ten hours post-procedure the patient presented with a retroperitoneal bleed (rp). The patient was taken back to the or for a surgical cut down and vessel repair. It is unknown if the manta device remained in place or was explanted during the surgical intervention; if the patient received blood products or transfusion due to the rp bleed; or patient outcome post-procedure. The physician was unsure the cause for the bleed; and did not think it was manta related. Therefore, a root cause for the retroperitoneal bleed ten hours post procedure can not be determined. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure.